Event description:
Patient sat down on convertible chair (chair pulls out and lays flat to become a bed) and the foot of the chair/bed slid out opening a gap between it and the rest of the chair into which the patient slid so that he was sitting in this rather tight gap with his legs sticking out and his knees against his chest. He was stuck in this position and needed the assist of two staff to pull him free. Patient said his legs were slightly painful. Per dr. Leg x-rays were done and a heating pad obtained. Patient able to ambulate without impairment.